Event description:
Customer reported blood glucose results of 240 mg/dl on the aviva system and 89 mg/dl within 10 minutes on a professional system customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.